Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) on an ami (acute myocardial infarction) patient the iab did not inflate. A new iab was used to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) on an ami (acute myocardial infarction) patient the iab did not inflate. A new iab was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Serial number is (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) on an ami (acute myocardial infarction) patient the iab did not inflate. A new iab was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).